Event description:
Report received of patient with a 1.5 cm granuloma at the tip of the intrathecal catheter found on MRI. Follow up with hcp revealed patient does have a catheter tip granuloma. Hcp has been doing routine MRI's for patients with intrathecal pain therapy. Patient has reported no granuloma related symptoms to hcp and shows no signs of paralysis. Patient has been referred to a neurosurgeon for evaluation and pump will be removed if recommended by neurosurgeon.